Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test and prime/delivery test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.